Event description:
It was reported that pump displayed malfunction alarm malf 04 and could not be reset, following a notable event that was not described. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode, to reprogram pump settings and reconnect continuous glucose monitor on replacement device, and to return problematic pump using prepaid label within 10 days.